Event description:
Per the audiologist, the patient experienced non-auditory stimulation and pain with device use. Neural response telemetry was attempted, however, no measurements were obtained. Reprogramming attempts were unsuccessful in alleviating the issue. A CT scan revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6), 2010, and the patient reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).